Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. DHR review found no other related problems to the reported complaints: ¿blank screen¿, ¿distorted display¿, or ¿burning smell¿. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Turning the received cycler on, showed that the display was dark. An electronic component damaged odor was detected. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The inverter board supplies the dc voltage which illuminates the lcd display. There were no other discrepancies encountered in the internal inspection of the cycler. The damaged board was replaced. The simulated treatment was completed without alarms or problems. Evaluation continues.

Event description:
A patient reported that the cycler's screen had gone blank and there was a burning plastic smell. The cycler was replaced. There was no adverse event reported. During evaluation it was reported that there was evidence that the inverter board on the front panel assembly was heat damaged.